Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage (kitchen).

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 85-110mg/dl fasting. Verified the strips expire 10/31/2018. Customer confirms the strips have been stored in the kitchen and were first opened on (B)(6) 2016. Reviewed meter memory: (B)(6). The customer is concerned about these results of 362 mg/dl on (B)(6) 2016 at 6:48 pm, 252 mg/dl on (B)(6) 2016 at 8:10 pm, and 275 mg/dl on (B)(6) 2016 at 6:25 pm. The customer stated that his doctor has recently made changes in his medications drastically not gradually taking him off of the pill form to the insulin pen (toujeo) twice a day. The customer stated that he does not always wait at least two hours after snacking before performing a blood test.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage (kitchen). No product returned for evaluation yet. Correction of MFR report #:1358406.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 85-110mg/dl fasting. Verified the strips expire 10/31/2018. Customer confirms the strips have been stored in the kitchen and were first opened 2/21/2016. Reviewed meter memory: (B)(6). The customer is concerned about these results of 362 mg/dl on (B)(6) 2016 at 6:48 pm, 252 mg/dl on (B)(6) 2016 at 8:10 pm, and 275 mg/dl on (B)(6) 2016 at 6:25 pm. The customer stated that his doctor has recently made changes in his medications drastically not gradually taking him off of the pill form to the insulin pen (toujeo) twice a day. The customer stated that he does not always wait at least two hours after snacking before performing a blood test.